Event description:
Customer reporting discrepancy result while using the aries sars-cov-2 assay. Two different samples from same patient, one collected (B)(6), the other collected (B)(6). Both tested negative on aries. Customer reporting discrepancy result while using the aries sars-cov-2 assay. Two different samples from same patient, one collected (B)(6), the other collected (B)(6). Both tested negative on aries. The sample from (B)(6) 2020 has been placed into the -20 deg. Freezer. · patient sample 1 run 1 on the aries on (B)(6) = negative. · patient sample 2 re-run 1 on the aries on (B)(6) = negative. There was no reported injury or death; at the time of the discrepant result. The MDR is being submitted under deviation drn-03751 pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.